Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer had symptom of abdominal pain and nausea. Customer was hospitalized due to chronic renal failure. Customer was hospitalized until blood glucose stabilized and was treated with saline. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed to determine reason for high glucose. Customer declined high pressure test and would call back if further assistance was required.